Event description:
Info received indicates the casters continue to swivel when in brake mode. The caster wheels are staying locked and do not roll.

Manufacturer narrative:
The tech replaced the casters to repair the bed.